Manufacturer narrative:
Device investigation narrative - one 72201491 ultra-fast-fix assembly curved needle device returned. The device is in used condition. The blue split cannula was returned. The depth limiter was returned but trimmed. T1 is missing. T2 and partial suture were returned but freed from the delivery needle. The delivery needle is twisted at the tip. IFU warnings states ¿do not bend delivery needle.¿ twist or bend can interfere with advancement and removal of t¿s. A functional test indicates that the manual actuator is functional. There is no manufacturing cause related to support this complaint. The complaint cannot be supported. No further investigation is warranted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the t1 anchor was implanted the t2 anchor prematurely fell out of the inserter. The t1 anchor was removed and a backup device was available to complete the procedure without delay or patient impact.